Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus via the pump was used to address the bg level. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. Reportedly, the customer uses the novolog in the cartridge for 4 days before changing it.